Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The o-arm system had 1 ip configured for one stealth system. The issue was recovered by re-configuring the ip addresses on the stealth systems on site. O-arm system works as design. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that one navigation system of the site's three were entered into the imaging system, and that one ip address was registered in the imaging system. It was reported that the three navigation systems had been assigned a single ip address. The imaging system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system used in the procedure operated as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an image acquisition was performed without a nav tag. Following an acquisition with the nav tag, the image did not transfer to the navigation system. It was reported that the connection was verified on the medtronic imaging system and the navigation system was restarted. A transfer error displayed after manually attempting to send the navigated image acquisition. Multiple restarts of the navigation system and medtronic imaging system did not restore functionality. The representative then attempted to select "navigation connection" and the navigation system displayed but the software did not respond to prompts selecting the unit. A second medtronic navigation system was brought into the operating room (or) but the issue persisted. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.